Manufacturer narrative:
(B)(4). This report for use error, the patient removing the heater bag and connecting an additional bag to the line was confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a warming solution alarm with the homechoice (hc) machine during last fill. The technical service representative (tsr) assisted the home patient (hp) to end therapy because the hp removed the heater bag and connected the supply bag to the heater line. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp confirmed that she removed the heater bag and connected an additional bag to the line. The hp stated she notified her peritoneal dialysis nurse and was able to resume therapy on the cycler the following day successfully. There was no patient injury or medical intervention reported.